Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected onsite and confirmed the reported issue. Upon troubleshooting, fse check host computer, and the tests were carried out. To resolve the problem, fse set up the 220 v connector. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.